Event description:
On (B)(6) 2024, a robotic assisted laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy was completed utilizing the intuitive surgical davinci monopolar curve scissor cover tip accessory. Though the final surgical count was correct, during the back table clean staff recognized that this radiolucent tip cover was not found. This was an unexpected finding due to the snug fit and how difficult it is to even intentionally remove this cover. The event was reported to davinci and they created an adverse event (B)(4). Their tech support on (B)(6) 2024 provided this response about the product: "the mcs (monopolar curve scissor) cover tip is considered radiolucent (transparent on the xray). If the entire tip cover is left behind, it may appear like a mass on the x -ray ". The event was disclosed to the patient and she agreed to undergo an abdominal CT with contrast which read as negative for any findings thought to be a retained tip.